Manufacturer narrative:
No button response due to open connector on lcd board. Unable to confirm motor error alarms and perform prime/compromised force sensor system, displacement, basic occlusion and occlusion test due to keypad anomaly. Motor tested ok. No number ramping noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had been having high blood glucose. Customer's blood glucose was 410 mg/dl. Device alarmed multiple motor error alarms. Buttons were unresponsive and the numbers were ramping up on their own. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.